Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016and iso 10993-1 requirements, the hydromark ¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contactduration per iso 10993-1. The collagen marker and titanium clip are the only hydromark components classified as havingpermanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intendeduse during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanentimplantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported by the affiliate that during procedure that the tip of the t3 clip introducer was in the biopsy bed. Images were taken and reviewed with the patient at the time of biopsy. After reaching out to the reporter it was determined the tip shear did go into the patients breast. The foreign material was immediately removed and the patient does not have to undergo an additional procedure. No further information has been provided by the customer. It has been made unclear by the reporter if the device is getting returned for investigation or if it was disposed of.

Event description:
It was reported by the affiliate that during procedure, a 39 year old patient underwent a needle biopsy of the leaft breast. In addition to the t3 clip, the tip of the clip introducer is also in the biopsy bed. Images were revied with the patient at the time of biopsy. Images were reviewed with the patient at the time of the biopsy.

Manufacturer narrative:
The initial report was submitted on (B)(6) 2022. This follow up report is being submitted to correct grammar in b5 event details and d4 serial & lot number sections. The number was removed from serial number section and added to the lot number section. In addition, the initial report should have had the "initial" check box for g6.

Event description:
It was reported by the affiliate that during procedure, a 39 year old patient underwent a needle biopsy of the left breast. In addition to the t3 clip, the tip of the clip introducer is also in the biopsy bed. Images were reviewed with the patient at the time of biopsy.

Manufacturer narrative:
The initial report was submitted 28-nov-2022. The purpose of this follow up report (#2) is to correct the following cells in the initial report: d4 'expiration date', 'unique identifier (UDI)#' and d6b 'if explanted, give date' had "05-oct-2022" but should have been blank.